Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent alert 32 indicating a delivery motor communication error that prompted repeated restarts over several days, during which blood glucose rose to 247 mg/dl and remained above range for about 30 minutes; the device was replaced and the user was instructed to revert to back-up therapy and shut down the original device, with data syncing guidance provided. Symptoms included hyperglycemia without loss of consciousness, dizziness, dka, or other immediate health effects. Outcomes included no medical intervention, no ketone testing, and no use of back-up therapy for correction during the event. Investigation included review of device performance by remote assessment, verification of replacement logistics, and instructions for data synchronization and device shutdown. Investigation of the returned device revealed a communication failure involving the delivery motor electronics consistent with a motor processor communication malfunction.